Event description:
Customer alleges, a skin irritation of maceration developed around the PICC line, under the tegaderm chg gel pad. The tegaderm chg dressing was in place for more than 24 hours before the symptoms developed. However, the symptoms did not occur with the first use of the tegaderm chg dressing. There were multiple dressing changes (more than four) of the tegaderm chg dressing. Due to the symptoms, the catheter was removed, and the use of the tegaderm chg dressing was discontinued. The outcome of the skin reaction remained unchanged and no further treatment was needed.

Manufacturer narrative:
Conclusions: no evaluation will be performed. Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored. The insert provides the following information regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressings changes may be needed more frequently with highly oxidative sites or if integrity of the dressing is compromised.